Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer blood glucose level was 256 mg/dl at the time of incident and the current blood glucose of the patient is 579 mg/dl. The customer report low blood glucose value was 47 mg/dl. Customer report the air bubbles were present in reservoir. Customer report air bubbles were successfully removed. The customer experienced symptoms such as nausea. Customer treated with insulin pump, food and manual injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.